Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging her onetouch veriopro meter read inaccurately erratic. The complaint was classified based on additional information obtained by a customer care advocate (cca) during a follow-up call. The patient tests her blood glucose 8x daily and her results are usually around "5-8 mmol/l." The patient manages her diabetes with novorapid insulin (8-10 units 3x daily) and levemir insulin (25 units 1x daily). The alleged issue began on the evening of (B)(6) 2013. The patient reportedly went to lie down because she felt tired. About 1150pm, the patient's husband found her "fitting" and claims she felt symptoms of sweating, incoherent and bit her tongue which was bleeding. At that time, the patient obtained a blood glucose result of "2.8 mmol/l" with the subject meter. The patient was given cola to drink as treatment and felt better about 10 minutes after. About 1205am, the patient retested her blood glucose and obtained a result of "10.8 mmol/l" with the subject meter. Emergency medical services (ems) was also contacted during that time. Once ems arrived, around 1215am, the patient obtained a blood glucose result of "4.5 mmol/l" with the ems meter. Results obtained with the subject meter and the ems meter were performed within 30 minutes of each other (without any intervention in between). Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 1.7 mmol/l. The patient denied receiving any additional treatment when ems arrived. Prior to her reported symptoms that evening, the patient obtained a blood glucose result of "8 mmol/l" which was within her usual range. The patient denied making changes to her usual management routine. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. The patient did not have control solution to perform quality control testing. Replacement products were sent to the patient. Based on the information provided, there is no indication that the product caused or contributed to a serious injury. The patient's symptoms and treatment correlated with the reported lfs meter result. Prior to her reported symptoms, the patient obtained results within her usual range and denied making changes to her usual management routine. However, this complaint is being reported because the subject meter did not meet lfs' accuracy criteria.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up ((B)(4) 2013)-device evaluation: the test strips involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the test strip has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.